Manufacturer narrative:
Checking the manufacturing charts of the involved lot #1215373, no pre-existing anomaly was found on a total of 76 items manufactured with the same lot #. According to our records, at least 58 out of 76 glenospheres with lot #1215373 - ster. 1300030 have been implanted and this is the only complaint received on this lot #. Checking the manufacturing charts of the involved lot #1303260, no pre-existing anomaly was found on a total of 48 items manufactured with the same lot #. According to our records, at least 39 out of 48 reverse liners with lot #1303260 - ster. 1300087 have been implanted and this is the only complaint received on this lot #. The items involved were not available to be returned to limacorporate for further analysis. No additional details were available on this post-operative issue, specifically pre-operative or post-operative x-rays related to the revision surgery were requested to the complaint source, but they were not available to be shared. Based on the very few information received, we are not able to further investigate the root cause of the event. However, considering that check of the manufacturing charts highlighted no anomalies on the total number of components manufactured with lots #1215373 and #1303260, we can state that the event was not product related. Pms data. According to limacorporate pms data, revision rate of smr reverse prosthesis due to pain is 0.017%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a combined initial-final MDR.

Event description:
Shoulder revision surgery of a smr reverse prosthesis performed on (B)(6) 2022, due to anterior shoulder discomfort. Primary surgery took place on (B)(6) 2013. The surgeon performing the revision surgery is different than the one responsible for the primary implant. It was reported that patient developed anterior shoulder discomfort over the past 12 months. According to the received information, x-rays and aspirate taken show no abnormality. The following components were explanted: smr glenosphere ø36 mm (product code 1376.09.030, lot #1215373 - ster. 1300030). Smr reverse liner + 6 mm (product code 1360.50.020, lot #1303260 - ster. 1300087) - product not marketed in the us. In addition, the superior bone screw was removed, however it is not possible to identify its lot #. A 40mm glenosphere and a 40mm medium liner were implanted. The patient was then revised on (B)(6) 2022, due to suspected glenoid loosening and anterior pain (event registered as complaint #(B)(4). Patient is a female. Event happened in new zealand.